Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s spouse stated the patient experienced a reaction on (B)(6) 2018 in which their skin was itchy and burning. When the sensor was removed, it pulled some skin leaving red marks that did not heal. It was reported that the patient showed their doctor on (B)(6) 2018; however, no treatment was provided. Hydrocortisone cream was applied to the affected area but it was not specified if it was a prescription. At the time of contact, the patient¿s skin was still irritated. No additional patient or event information is available.